Event description:
A patient reported their blood glucose results were 168mg/dl and 220mg/dl successively in back to back tests performed on their ss meter using separate finger sticks. No symptoms were reported. Several attempts to contact patient by phone have been unsuccessful. Letter was sent to patient requesting that pt contact lfs. There was no allegation of harm. No other info available at this time.